Event description:
It was reported " on (B)(6) 2024, during the insertion, the doctor found the swg was separated in the catheter, and the doctor removed the separated swg from the catheter." The swg was removed entirely from the vessel. The operator changed to a new set. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The report of a separated guide wire was confirmed as the photo revealed a separated guide wire in a clinical setting. The arrow raulerson syringe and a 10cc syringe connected to the catheter were additionally pictured. The also customer returned one guide wire and lidstock for evaluation. The catheter was not returned. Visual examination revealed the coil and core wires were separated towards the middle of the guide wire, resulting in the unraveling of the coil wire. Microscopic examination of the guide wire additionally confirmed that the core wire was broken adjacent to the distal weld and the distal portion of the core wire was not returned for analysis. Both welds appeared full and spherical. Kinking was also observed on the guide wire. The broken core wire from the proximal weld to the point of separation on the core wire measured 564mm, which is not within the specification of 596-604mm per guide wire product drawing. Therefore, at least 32mm of the guide wire core wire was separated and not returned for analysis. The outside diameter of the guide wire measured 0.790mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. Functional inspection of the guide wire could not be performed for this complaint investigation due to the condition of the returned sample. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The report of a separated guide wire was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the distal weld and in the middle of the body. Dimensional inspection and device history record reviews did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event; however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.